Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A resistance test was completed to assess the lead electrical performed and measurements were within normal limits. The lead failed a hipot test due to an inner insulation abrasion approximately 45.5 cm from the terminal pin. A slit in the outer insulation lengthwise in the same area was also observed. The laboratory confirmed that such abnormalities of the lead insulation caused the noted observations made against the lead in the field.

Manufacturer narrative:
(B)(4) the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. Oversensing of noise was also observed on the rv channel, which led to delivery of inappropriate anti-tachycardia pacing and a shock. There were no reports of pacing inhibition or therapy exhaustion. The physician believed there was an insulation issue with the rv lead, so surgical intervention was performed and the rv lead was explanted. No additional adverse patient effects were reported.